Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath. One week post the procedure, the clamp on the extension tubing of the catheter was allegedly broken. There were no reported patient injuries.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the glidepath catheter in which blood was noted inside the extension legs. The tissue cuff was noted with blood stains. Caps were noted on the both the extension legs. Clamps was noted on both the extension legs and were noted to be engaged. Therefore, the investigation is inconclusive for the reported clamp fracture issue as the provided photo was not clear in closer view and not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion) section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient underwent a dialysis catheter placement using glidepath. On (B)(6) 2025 a one-week post procedure the clamp at the catheter extension tubing was fractured completely and preventing normal dialysis procedure. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.